Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis therapy. The patient was hospitalized on an unreported date for an unrelated event prior to passing away. Automated peritoneal dialysis therapy was ongoing up until and at the time of death and the patient was connected to the baxter healthcare homechoice device at the time of death. The cause of death was unknown and an autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. As the device was not returned a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.